Event description:
It was reported that the sensor was inserted with the insertion device, but the needle broke off underneath the customer's skin, and had to be removed with tweezers. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sen-serter. Performed instruction test. Enlite serter passed per specification. Insert and release sensor properly.